Manufacturer narrative:
The actual single-use sample was received at the plant for analysis in its original, opened package. A visual inspection was performed and noted the fill port cap was missing. The reported issue was verified. The cause of the missing fill port cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume multirate infusor was missing a fill port cap. This event occurred before use of the device. There was no patient involvement. No additional information is available.